Manufacturer narrative:
Upon return to the post market quality assurance laboratory, a complete lead was confirmed. The helix in an extended position and the lead body curled. The leads insulation was noted bunched in several locations and the rate sense coils were deformed. Resistance testing passed specifications, confirming the leads inner coils were electrically continuous. No further testing was completed and the lead archived.

Event description:
It was reported that during the attempted implant of this lead, the helix failed to function as intended. The lead was not used and returned for analysis. Another boston scientific lead was selected to complete the implant procedure and no resulting adverse patient effects were reported.